Event description:
Patella implant was mislabeled as 32mm and was implanted before error was found; compared to trial, calibrated, and found to actually be a 38mm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.